Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the patient death was determined to be heart failure. The patient's date of death has been estimated as the site provided different dates between reports.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and sepsis could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), the reported events, and the patient¿s outcome could not be conclusively established. The account originally reported that the patient expired on (B)(6) 2019 while at home on hospice care. It was reported that the patient¿s death was due to sepsis, secondary to a staph driveline infection, for which, multiple wound debridements were done. Additional information was later received which stated that the patient expired on (B)(6) 2019 due to heart failure. Multiple attempts were made to obtain additional information regarding the reported heart failure, as well as to clarify the patient¿s date of death; however, no further information was provided by the account. It was communicated that heartmate ii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hmii lvas IFU lists driveline infection and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07may2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to sepsis secondary to driveline infection, staph infection. Patient had multiple wound debridement. Patient expired at home during hospice on (B)(6) 2019. No autopsy will be performed. The device will not be returned for evaluation. No further or additional information was provided.